Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor was off and was not turning on. A field service engineer drove to the medication station and found that all-in-one unit would not power on. During troubleshooting and investigation, determined that the drawer controller printed circuit board in drawer 3.1 and the drawer module printed circuit board for auxiliary drawer module three were defective, which prevented the unit from powering on. The drawer controller printed circuit board in drawer 3.1 was replaced, along with the module printed circuit board for module three. The station was then rebooted, and proper operation was verified through the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station monitor was off and did not turn on. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.